Manufacturer narrative:
The tap was returned for evaluation. Visually confirmed the instrument is broken at the base of the radius near the 60mm mark. No surface defect identified that could contribute to crack propagation. Dimensional inspection of the radii and diameters immediately below the fracture surface, as well as the instrument hardness were inspected and found to be within print specification. Microscopic examination of fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue. River lines suggest the area of fracture initiation and direction of propagation. The location, fractographic evidence and morphology of the fracture surface, in conjunction with the verification of conformance to the relevant dimensional and material specifications suggest failure due to bend stress overload.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a posterior spinal fusion. It was reported that the tap broke off approximately one inch beneath the bone on the left side of the pelvis. A trephine was used to gain access to the broken portion of the tap and a screw extractor was used to attempt to grasp the tap. The broken portion was able to be retrieved from the patient. The surgery was extended three hours and the patient had additional blood loss. The patient had chest discomfort possibly stemming from the extra surgery time and also had a fever with an unknown origin for 3 days post-op. The patient is now recovering well. No additional patient complications were reported.